Manufacturer narrative:
Correction: - date received by manufacturer should have been feb 11, 2019 rather than feb 11, 2018 in manufacturer report number 2938836-2019-01083.

Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 04/29/2016 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 04/29/2016 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). New information received notes that the patient was stable.